Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy and "murky" pd effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with cefepime, and then was switched to rocephin for the event. At the time of this report, the patient outcome was reported as "appears to be doing well." Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.